Event description:
The doctor reported to a porex distributor that the pt received left and right medpor malar implants. The doctor initially stated that the area where the right medpor malar was placed showed signs of redness and clear pus. The nurse later reported that the area where the left and right medpor malar implants were placed became infected, and the doctor removed both implants.

Manufacturer narrative:
Following a review of the device history record for lot numbers 9514-c492h10 and 9513-b190k17a it was determined that all processes and test criteria are within the medpor implant finished product specification. Add'l cat# 9513, add'l lot# b190k17a, add'l exp date: 11/2016. Add'l device MFR date: 11/2006.